Manufacturer narrative:
This supplemental report is being submitted to provide a follow up regarding the information from the involved device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned and the lot (or serial number if not a single use device) number is unknown; therefore, a device analysis could not be completed. A definitive root cause could not be determined. The subject device was manufactured on march 2024 based on the provided 3 digit lot information. If the full information becomes available, the manufacturer date will be updated. Based on the results of the investigation, it is likely that the following led to the malfunction: the user may have applied stress toward wrong direction which caused the external stress. External stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The events can be detected/prevented in accordance with the following instructions for use: 9 preparation and inspection . Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connecting tube had a broken tab out of the box. There were no reports of patient harm.